Manufacturer narrative:
(B)(4). (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 open pouches and several needles. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are (B)(4) units in stock that have been used in the analysis. Received two open units, one with three detached needles and the other with a thread without a needle. No further analysis can be done to these samples. (B)(4) units from stock have been used to analyze the complaint, tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: sri lanka. It was reported that there were 2 breakages/needle detachments during surgery. Information was not provided for each surgery effected. Facility staff randomly selected unopened sutures to test and confirmed needle detachment occurrence nine of the ten selected.